Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during flight transport of a patient (age & gender unknown) the device restarted/rebooted power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's monitor board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.